Manufacturer narrative:
The faradrive steerable sheath was returned to boston scientific, visual inspection revealed a kink was found on the shaft, towards the distal tip of the sheath. An attempt to purge air out of the faradrive sheath by injecting deionized water into the flush lumen port was unsuccessful, as water was observed to leak from the handle cap. Therefore, leak testing and aspiration testing could not be performed as the sheath could not seal fluid within the flush lumen line. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. The reported event was confirmed.

Event description:
It was reported that a faradrive steerable sheath during preparation presented bubbles aspirated. After inserting the farawave catheter into the sheath, bubbles kept coming out when aspiration was performed. When aspiration was again without the catheter inserted, the sheath didn't present any bubbles, so only with something inserted. It's believed that there is an issue with the valve. The device was not used during the procedure, and this was completed using a replacement sheath. No patient complications occurred. The sheath is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during preparation presented bubbles aspirated. After inserting the farawave catheter into the sheath, bubbles kept coming out when aspiration was performed. When aspiration was again without the catheter inserted, the sheath didn't present any bubbles, so only with something inserted. It's believed that there is an issue with the valve. The device was not used during the procedure, and this was completed using a replacement sheath. No patient complications occurred. The sheath is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during preparation presented bubbles aspirated. After inserting the farawave catheter into the sheath, bubbles kept coming out when aspiration was performed. When aspiration was again without the catheter inserted, the sheath didn't present any bubbles, so only with something inserted. It's believed that there is an issue with the valve. The device was not used during the procedure, and this was completed using an alternate device, no patient complications occurred. The sheath is expected to be returned.